Event description:
Initial reporter indicated that after interrogation their hp handheld computer would display "unable to read flashcard." The 7.1 programming flashcard was fully seated and facing the correct direction. A flashcard reinsertion was performed, and the hp handheld displayed "unrecognized card." The 7.1 programming software was reinstalled and the event resolved. A hard reset of the handheld was performed, and it appeared to be working as intended. The product was replaced as it was suspected that their may be a corruption on the flashcard. Good faith attempts are being made for product return for product analysis.

Manufacturer narrative:
Device malfunction suspection, but did not cause a death or serious injury.